Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Additional information: b5, d10, h6.

Event description:
New information received noted that lead was unable to be implanted due to unacceptable capture thresholds.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the physician had a hard time finding a good location for the right ventricular lead. Physician believed that they may have damaged the lead after many attempts extending and retracting the helix. Lead was switched out for another one. Upon pulling the first lead out of the body, it was discovered that there was blood inside the lead's insulation. Procedure was able to be completed with the second lead. Patient had no symptoms and was discharged home after the event